Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication as it is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Product unavailable for analysis

Event description:
(B) (4) - peripheral cutting balloon registry. It was reported in (B) (6) 2005 the patient underwent treatment for the peripheral cutting balloon device for one lesion. The lesion was bypass graft which was described as ¿venous in-situ fp bypass¿. The lesion was non-tortuous, had no calcification, and de novo. The reference vessels diameter measured at 3mm, target lesion pre-procedure 90% stenosis. Target lesion length measured at 5 mm, target lesion post-procedure 75%. Lesion morphology was tight eccentric stenosis. In (B) (6) 2005, 1 month follow-up visit patient vital status was alive. The target lesion did not remain patent since the procedure. The patient did not experience any adverse events nor was any intervention performed on any vessel since the procedure. Data for 3, 6 and 12 month follow up visits was not provided.